Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for broken pivot shield with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. As a corrective action, sensors have been installed in order to be able to detect this defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the user of the device experienced a needle stick injury post use when the safety shield failed. The following information was provided by the initial reporter. The customer stated: we have had two needles in this lot that have broken safety devices. When they¿ve opened the package, there is only half of the safety device attached. The other half is not in the package. This defect has led to an exposure of an employee. He went to secure the safety device, and his thumb slipped and the tip of the used needle punctured their thumb.